Event description:
It was reported that the patient presented for routine device change out procedure. During device interrogation prior to the procedure, it was observed that the right ventricular (rv) lead exhibited high capture thresholds, decreased sensing and a significant increase in pacing impedance. The lead was explanted and replaced. The patient was in stable condition throughout.